Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that increased capture thresholds and decreased sensing were observed. X-ray showed lead dislodgement. The patient was asymptomatic. The lead was explanted and replaced when repositioning was unsuccessful. The patient is stable and no other complications occurred during the procedure.